Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10: device available for evaluation updated from "yes" to "no" h3: reason device not evaluated by mfg updated from "device evaluation anticipated, but not yet begun" to na.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during shipment to the account and/or during preparation for use compromised the gauge (noted mis-aligned o-ring) such that during use resulted in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device available for eval was updated from "no" to "yes". H3: device evaluated by manufacturer updated from "no" to "yes". H6: type of investigation 4114 removed, and investigation conclusion code 67 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a 20/30 indeflator ppak to inflate an unspecified coronary balloon it was noted pressure was being lost. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.